Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stent delivery system (sds). The packaging was not returned with the device. There was no damage to the sds. No foreign matter(hair) was seen on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a foreign material was found on the stent. The target lesion was located in the renal artery. A 5.0mmx15mmx150cm express¿ vascular sd stent was selected for use to treat the target lesion. When the device was unpacked during preparation, the physician noted that a hair was caught in the protective hoop. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that a foreign material was found on the stent. The target lesion was located in the renal artery. A 5.0mmx15mmx150cm express¿ vascular sd stent was selected for use to treat the target lesion. When the device was unpacked during preparation, the physician noted that a hair was caught in the protective hoop. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.